Event description:
It was reported that loss of capture was observed. The lead was found to have dislodged and was explanted and replaced. Patient condition was good after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.